Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedures for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/24/2015.

Event description:
Reviewer's comments: interim records from (B)(6) 2007 to (B)(6) 2012 are not available for review to know the health status of the patient mesh revision with additional implant (tutoplast rectus fascia) surgery: on (B)(6) 2012 patient underwent removal of anterior vaginal wall mesh (anterior avaulta by bard), removal of transobturator sling vaginal portion, irrigation and washout protocol, anterior repair with tutoplast, fascial reinforcement (6 x 8 cm piece of cadaveric fascia) with sacrospinous ligament fixation, pubovaginal sling utilizing autologous rectus fascia, cystoscopy placement of suprapubic cystotomy tube.